Event description:
Customer's parents called to report a pod they did not think was working properly. The customer's blood glucose levels (bgs) were elevated. The bgs ranged between 337 mg/dl - high while wearing the pod. Customer was wearing the pod on their abdomen and appeared to have blood in the cannula. The pod was worn for 12 hours and removed. A new pod was placed on stomach and activated successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.